Event description:
It was reported that the screw loosened at the site requiring the implant to be removed. Tooth #27.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
One (1) 3i t3 with dcd non-platform switched tapered implant 5 x 10mm (bnst510) was returned for investigation. The unknown biomet screw was not returned. Visual evaluation of the as returned product identified signs of use, apparent bone/blood attached to external threads. Implant matched prints where measured using caliper 1831, due sept 02, 2022. No malfunction was noticed during product evaluation that will contribute to the event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per was moderate bone density (type ii), osteoporosis. The reported implant was located on tooth # 27 (universal) and was used for approximately 3 months, 23 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019 and biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section precautions, it is stated that improper technique could cause screw loosening. And improper technique can lead to device failure. DHR review: DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown biomet screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Post market trend review: aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening) or product (unknown biomet screw & bnst510). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, implant malfunction did not occur, and screw malfunction could not be verified since, it was not returned. Therefore, the reported event was non-verifiable.

Event description:
There is no update to the original complaint description provided.